Event description:
It was reported that the customer had a button error alarm on the insulin pump. Insulin pump will be repaired and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.